Manufacturer narrative:
A ge representative evaluated the system and found the sram memory card needed to be replaced, but no conclusion can be drawn as repair info is not available.

Event description:
It was reported that the system would not complete boot up. No pt injury was reported.